Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure has been delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a movement failure in the c-arm. The philips fse analyzed the log file which showed that the issue is with propeller movement (geometry connection lost). Found both c-arm, angulation and rotation would cause geo reset. Malfunction can be confirmed, most likely cause is in geometry hardware. Upon functional testing, the fse confirmed that c-arm stopped angulation and rotation. To resolve this issue, the philips engineer disassembled the parts, inspected the rotation and angulation drive units, potentiometers. Rotation and ambulation position calibration has been reseated. Arc bearings were cleaned up and lubricated, replace the position pots and geo controller. After performing all calibrations, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not move. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.